Event description:
It was reported that the ventilator generated technical error code indicating a turbine module input failure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error code indicating a turbine module input failure. The ventilator was investigated by our field service engineer on-site and turbine module was replaced under warranty, which solved the issue. The issue was confirmed in the provided log files. The turbine module was returned for technical investigation and pre-use check and simulated test use and pre-use check again could not reproduce the reported issue. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).